Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three unidentified spectrum pumps randomly stopped sending infusion posts during electronic medical records (emr) software integration. The reporter reviewed the data and everything looked good as the pumps were registered correctly and did not see any stopped event or just gaps in the data that would have been expected. There was no patient involvement. No additional information is available.